Event description:
The customer reported to phillips healthcare that the battery of the heartstart mrx was defective. There was no reported patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.